Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the lead helix tip had stopped extending completely after multiple attempts as was shown on fluoroscopy. This lead was mistakenly discarded. A new lead was implanted with the same model. No additional adverse patient effects were reported.